Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture. X-ray was performed and confirmed lead dislodgement. During lead replacement, a stylet was placed in the new lv lead, but the lead did not advance into the vein. When the competitor lead was attempted to be implanted, the patient's existing abbott implantable cardioverter defibrillator set screw would not engage, and was identified to be stripped. The lead failed to be disconnected until an alternate wrench was used. The original left ventricular lead was explanted and the initial replacement lv lead was not installed during the procedure on (B)(6) 2025. The patient was stable.